Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose level was displayed as ¿high¿; however, a specific value was not provided. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, the pump touch screen was missing pixels. Reportedly, the customer reverted to manual injections for insulin therapy.